Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer performed a cartridge change to resolve the issue.